Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a gambro cartridge set, an external fluid leak was observed from a rupture of the arterial chamber. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not received for investigation, however, two (2) photographs of the sample were provided for evaluation. Visual inspection observed that the arterial chamber was broken, thus causing the reported fluid leak. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.